Event description:
During a remote follow-up, the device misinterpreted discriminator signals during atrial fibrillation resulting in inappropriate therapy and inappropriate antitachycardia pacing. The patient presented in clinic and successfully had their device reprogrammed. The patient was stable.